Event description:
An aneurx stent graft system was successfully implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported unknown. It was reported upon final angiogram there may have been a transgraft type IV endoleak. The physician elected to reline the iliac stent graft limbs with two additional iliac stent grafts. It was reported that there is a persistent type ii endoleak was not treated at the time of the procedure. Since the stent graft remains in the patient an evaluation of the stent graft can not be performed. No additional clinical sequelae were reported and the patient is fine.